Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, wear abrasion, yellow particles in shell, and a linear opening. Leak test and microscopic analysis was performed which identified a smooth linear opening on posterior side in the same location of the crease, assessed as a fold flaw opening. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a smooth crease opening assessed as a fold flaw opening. Additional, changed, and/or corrected data: d.9, h.3, h.6.